Manufacturer narrative:
(B)(4). Device expiration date: corrected, device manufacture date: corrected.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the inlet tubing and luer lock are securely attached; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "irrigation problem" could not be confirmed; glass cap distal fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Was reported that during a bph surgical procedure, with 29,191 joules used and 7 minutes expended, "irrigation problem of the fiber" and "overheating" were observed. It was not reported how the procedure was completed. No harm to the patient was reported.